Manufacturer narrative:
Expiration date: 07/2019. Manufacture date: 07/2014. Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No sample received. Review of the assembly record revealed that 1.4% of torn inflation was detected during the inspection and the defective part was rejected and discarded. Review of the pilot line detachment test report within january 2015 to november 2015 for this particular code of product did not reveal any sign of detachment failure. The pilot line detachment test was found to be within specification during the testing. All relevant tests performed during the manufacturing process and final product release was performed and met requirement. Review of the complaint records for the past two years (2014-2015) showed a total of twelve (12) similar complaints from other lots, sizes and codes; however based on the complaint trend monitoring there is no shift in trend. Based on the picture and information provided by the customer the cause of failure most probably due to the patient biting the pilot line and there is not claim of product malfunction. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 20, 2016. (B)(4).

Event description:
Reporter stated "the inflation line detached from the endotracheal tube." It was further stated that "the patient was elective intubation during scheduled operation which done on (B)(6) 2016. A 4.5mm cuff tube was used marking at 13cm. No extubation and transferred to f4 war (picu) for post-op care and monitoring. Patient was planned to elective extubation on (B)(6) 2016. Found cuff connection tube was broken during preparation of the patient for extubation on (B)(6) 2016 at 9:15." A photograph was received depicting the reported complaint issue. No further information provided regarding treatment and/or outcome.